Event description:
Same case as 2134265-2014-07585 and 2134265-2014-07583. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab was used in conjunction with an atlantis¿ sr pro imaging catheter. However, during preparation motor drive unit (mdu5) could not perform automatic pullback. Reconnection of mdu5 and sled did not solve the issue. Furthermore, they decided to try another mdu5 on the same sled, it worked and completed the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).